Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting impedance measurements greater than 2500 ohms due to a suspected fracture. Additionally, utilizing a programmer, testing noted no capture in bipolar or unipolar configuration. A revision procedure was performed and when the lead was being removed from the device header, the lead fractured. The proximal portion of the lead explanted and was placed aside. However, the physician was unable to locate the distal portion of the lead. For reasons of patient safety, the physician chose not to attempt to explant the distal portion of the lead which will remain within the superior vena cava (svc) and the cardiac tissue of the heart.

Manufacturer narrative:
The explanted portion of the lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.